Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient had a left total hip arthroplasty on (B)(6) 2008. It is further alleged that the patient had a persistent pain, and elevated cobalt.

Manufacturer narrative:
Reported event: an event regarding alleged ¿corrosion, pain and elevated ion levels¿ involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a review of the provided primary and revision operative reports, office notes and x-rays by a clinical consultant indicated: ¿there is no examination of the explanted head and liner, no CT or MRI images available for review, and no histopathology diagnostic of altr or pseudotumor. The trunnion, which was cleaned of ¿corrosion¿ was apparently not deformed or degraded and was used to seat a new ceramic head. The stem and acetabular shell were noted to be well-fixed and were retained. There is no evidence that the ¿corrosion¿ noted in the head/trunnion junction after seven years in situ was unexpected. If additional information becomes available this report will be updated.¿ device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the reported event was not confirmed nor the exact cause of the event could not be determined because insufficient information was received. Review of the medical records and x-ray by the consulting clinician indicated ¿there is no examination of the explanted head and liner, no CT or MRI images available for review, and no histopathology diagnostic of altr or pseudotumor. The trunnion, which was cleaned of ¿corrosion¿ was apparently not deformed or degraded and was used to seat a new ceramic head. The stem and acetabular shell were noted to be well-fixed and were retained. There is no evidence that the ¿corrosion¿ noted in the head/trunnion junction after seven years in situ was unexpected. If additional information becomes available this report will be updated.¿ if additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient had a left total hip arthroplasty on (B)(6) 2008. It is further alleged that the patient had a persistent pain, and elevated cobalt. Event update as per review of medical records by the consulting clinician dated (B)(6)2017: "there is no evidence that the ¿corrosion¿ noted in the head/trunnion junction after seven years in situ was unexpected. "